Event description:
The customer reported that the system had a physicist discrepancy and that the magnification mode 1 exceeds 4 percent beam size limit. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimation was adjusted in all fields. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.